Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump cartridge and infusion set were changed to resolve the occlusion. Blood glucose was 370 mg/dl.